Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer automatically opened a window with the option to deliver a shock during interrogation with an implantable device on the patient. It was noted that the physician immediately removed the radiofrequency (rf) head and canceled the interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer automatically opened a window with the option to deliver a shock during interrogation with an implantable device on the patient. It was observed that the programmer failed the incoming functional test as the electrocardiogram (ECG) connector was loose. It was noted that the lower and upper hinges l+r were worn. It was further noted that the keyboard front latch and bullet assembly were broken. Additionally the right display hasp latch was broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.